Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell while doing a cartwheel and the touch screen became shattered. Additionally, the touch screen had what appeared as " ink blots" on the touch screen. Customer's blood glucose was 120-130 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.